Event description:
A malfunction alarm was reported with the code malf 15. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Technical support assisted with resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if the issue recurs and acknowledged the instructions.